Event description:
During reaming of the tibia, with a guide wire in place, the proximal part of guide wire was shaven. Extended or time: 30 mins.

Manufacturer narrative:
Examination of the returned products confirmed the reported area of peeled/shaved material. A five-year search of the complaint database found no prior reports for this problem for this product group. The root cause could not be determined. No evidence of product error was found, and a need for corrective action was not indicated.